Manufacturer narrative:
Evaluation: visual inspection of the returned product found the lens stuck in the returned cartridge. The cartridge tip was split. There was evidence of clear surgical residue. Conclusions - based on the complaint history and the evaluation of hte returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
It was reported that surgeon attempted to insert an aq2010v silicone three piece lens and the lens tore in the cartridge. There was no patient contact or injury.